Event description:
The patient stated the knee implant began giving out/feeling loose roughly six weeks after the implant date. The patient reported that she began having severe pain in the knee as well. The patient reported that she visited her doctor in order to report the knee prosthesis being loose/causing her pain, however, the doctor believed it to be fine and that she was simply dealing with scar tissue formation in the knee. The patient states the doctor then prescribed her a chair device that she described as a "torture chair" in order to break up the supposed scar tissue in the knee. The patient states that despite the use of the chair device, the knee system was still exhibiting laxity and looseness. The patient states that she began looking online and found another doctor that recommended a revision but would not recommend a specific doctor to perform it. The patient reports that she finally got in contact with a doctor at (B)(6) center, who during his exam of her knee could "literally move the leg like a gear shift" and stated that the patient's knee had a lot of play and loose. The patient states that she had ambulation difficulties until the revision surgery and had to use a cane in order to walk. The patient states that after the post revision surgery on (B)(6) 2016, she suffered a septic infection at the site. The patient also alleges that the sizing on the second replacement was apparently different from the first knee replacement.